Manufacturer narrative:
(B)(4).

Event description:
Same case as MDR ID: 2134265-2015-04043, 2134265-2015-04776 and 2134265-2015-04777.it was reported that recapture difficulties and kinking of the access sheaths occurred.the patient was undergoing a left atrial appendage closure (laac) procedure. A watchman® double curve access system (was) was positioned in the laa and a 33mm watchman ® laa closure device was then advanced. The device was deployed and noted to have ¿jumped¿ into the left atrium. During full recapture, extreme difficulty was experienced getting it into the was. The physician was able to do a partial recapture, but had to use full force to capture the legs of the device. The was was kinking in multiple points, folding onto itself, approximately 3cm from the distal tip of the was. It was eventually able to be fully recaptured and removed from the patient. An anterior curve was was used to better accommodate the extreme anterior chicken wing anatomy of the laa. The was was positioned in the patient and a second 33mm watchman ® laa closure device was advanced. Upon deployment, the device expanded at the laa ostium, but jumped into the left atrium during the initial tug test. It was decided to abort the case. While attempting to recapture the device, the was collapsed on itself and the recapture could not be performed. Another physician attended to the case for support. He clipped the deployment knob off of the device catheter and removed the kinked was and the watchman® delivery system, leaving the 33mm device in the left atrium attached to the core wire. He then advanced a 14fr non-bsc sheath over the core wire and across the septum. He attempted to pull the device into the sheath, but was not successful. He advanced a snare into the sheath, across the septum, and was able to grab one of the legs. This provided enough leverage to successfully pull the device into the sheath and safely remove it from the body. The patient woke up from the anesthesia and was able to move their extremities. As a precaution, the patient went to the intensive care unit. It has since been reported that the patient is doing well and the procedure may be rescheduled.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of the watchman delivery system (wds) with a detached corewire and implant. The deployment knob for the wds was not returned for analysis. There was blood on and in the lumen of the wds and on the implant. There were numerous kinks throughout the wds. There were several anchors bent distally. The corewire was detached from the wds. The returned detached corewire was frayed/torn at the proximal end. The proximal end of the corewire was bent and flattened. The tip was damaged. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as MDR ID: 2134265-2015-04043, 2134265-2015-04776 and 2134265-2015-04777. It was reported that recapture difficulties and kinking of the access sheaths occurred. The patient was undergoing a left atrial appendage closure (laac) procedure. A watchman® double curve access system (was) was positioned in the laa and a 33mm watchman ® laa closure device was then advanced. The device was deployed and noted to have ¿jumped¿ into the left atrium. During full recapture, extreme difficulty was experienced getting it into the was. The physician was able to do a partial recapture, but had to use full force to capture the legs of the device. The was kinking in multiple points, folding onto itself, approximately 3cm from the distal tip of the was. It was eventually able to be fully recaptured and removed from the patient. An anterior curve was used to better accommodate the extreme anterior chicken wing anatomy of the laa. The was positioned in the patient and a second 33mm watchman ® laa closure device was advanced. Upon deployment, the device expanded at the laa ostium, but jumped into the left atrium during the initial tug test. It was decided to abort the case. While attempting to recapture the device, the was collapsed on itself and the recapture could not be performed. Another physician attended to the case for support. He clipped the deployment knob off of the device catheter and removed the kinked was and the watchman® delivery system, leaving the 33mm device in the left atrium attached to the core wire. He then advanced a 14fr non-bsc sheath over the core wire and across the septum. He attempted to pull the device into the sheath, but was not successful. He advanced a snare into the sheath, across the septum, and was able to grab one of the legs. This provided enough leverage to successfully pull the device into the sheath and safely remove it from the body. The patient woke up from the anesthesia and was able to move their extremities. As a precaution, the patient went to the intensive care unit. It has since been reported that the patient is doing well and the procedure may be rescheduled.